Event description:
It was reported that upon inspection of this biopsy needle, a burr was noted on the outer cannula. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device has been destroyed by the user facility. Therefore, a failure analysis will not be available. Company is unable to determine the exact cause for this event.